Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was getting an unexpected restart alarm on the insulin pump and would have to go through all the settings and take the battery out. Customer stated that the pump will work for a couple hours and then the issue would recur. Customer stated that she does not remember why she stopped using the pump. Customer stated that she was using her dad's pump and it started acting up. Customer went to use her pump and got the unexpected restart alarm again. Customer's blood glucose was 140 mg/dl at the time of the incident. Customer also had other alarms such as displayable history crc check failed on startup alarms and an external ram crc error alarm in the alarm history. Customer stated that the pump was stored or not in use for an extended period of time. Customer stated that her dad's pump had a motor error alarm. Customer was advised to return the pump and to have the pump replaced.

Manufacturer narrative:
Pump passed the displacement test, self test and a21 alarm test. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No unexpected a17, 21, aa47 and aa15 alarm anomalies noted. (Not confirmed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.